Event description:
Rec'd call telling rptr: "the mini-infuser was broken, can they exchange?" Delivered new pump to pt and exchanged. Damage to old pump looked like either stress break in pusher block assembly or pump may have been dropped.